Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
H3 evaluation of the returned product found sensor port one is damaged. The middle 4 pins in sensor port 1 were noted to be fixed in a lower position than what was found in sensor port two. Additionally, manipulation of the sensor plug/port while the fall monitor is alarming was found to turn the issue on and off. Manual manipulations of the pins into a higher location was found to seemingly resolve the issue. Possible root cause for this deficiency: 1.) This could be caused by pulling the sensor cable out of the unit without pushing on the release lever/tab or by inserting a foreign object into the sensor receptacle causing the pins to be misaligned and was not making a good connection to the sensor cable. 2.) The unit may have been dropped or bumped with sensor cable connected causing the sensor receptacle to be misaligned.3.) The sensor cable may have been stretched such as being caught with a bed mechanism or heavy equipment causing the pins to be bent and not make good contact to the cable connector (rj-11). The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported via email that a sitter on cue bed alarm has a damaged sensor port. Sensor port one does not register if something is plugged in and will not alarm when tested, while sensor two will successfully pass all tests. Serial number (B)(6). No patient injury or incident.

Manufacturer narrative:
Product has not been evaluated at the time of this report. Therefore, this report is based solely on the information provided by the customer. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). Product not yet returned.